Event description:
It was reported the burr had become stuck on the guidewire. After ablation, the rotapro burr and rotawire floppy were being removed from the patient. It was noted that the distal tip of the wire had become separated from the rest of the device. It was also noted that the wire had become stuck on the burr. The system was recovered, but the tip of the wire was not able to be recovered from the patient's body. Upon further investigation the coil spring on the wire was stretched and entangled on the burr. It was noted that it is possible that the burr stayed at the same part of the wire for about 40 seconds which put a load into the wire. The procedure was not completed due to a reason unrelated to this event.

Event description:
It was reported the burr had become stuck on the guidewire. After ablation, the rotapro burr and rotawire floppy were being removed from the patient. It was noted that the distal tip of the wire had become separated from the rest of the device. It was also noted that the wire had become stuck on the burr. The system was recovered, but the tip of the wire was not able to be recovered from the patient's body. Upon further investigation the coil spring on the wire was stretched and entangled on the burr. It was noted that it is possible that the burr stayed at the same part of the wire for about 40 seconds which put a load into the wire. The procedure was not completed due to a reason unrelated to this event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer. The rotawire used in the procedure was returned and was received within the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically inspected. Inspection of the device found that the burr annulus had been damaged and not rounded. The identified damage is attributable to continuous interaction between the burr annulus and rotawire during rotation. Functional testing was performed by attempting to remove the returned rotawire, and the returned rotawire was able to be removed. However, the returned rotawire was unable to be reinserted into the annulus due to the damage to the annulus. Product analysis confirmed the reported events, as the damage to the burr catheter prevented the returned rotawire from being inserted into the device. The identified damage to the burr catheter is attributable to continuous interaction between the rotawire and burr annulus which could lead to a rotawire fracture.